Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 09/19/2016. Retain product was tested and the customer complaint was not confirmed. Returns were not available. Investigation: the device history record (DHR) for this lot was reviewed. The lot passed finished goods (fg) release criteria. Eighty retained cartridges from the lot were tested using whole blood (wb), I-stat level 2 control (l2) and tricontrol level 2 control (tri l2). Testing met the acceptance criteria found in q04.01.003 rev. Y, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. No repeats on the I-stat or laboratory.

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a female patient. There was no additional patient information available at the time of this report. Return product is not available for investigation. I-stat: 18-may-2016 at 9:03am in ed lab location: glu 187, bun 12, crea 0.9, na 108, k 3.6, cl >140, tco2 22, an gap <>, ica 0.65, hct 31%, hb 10.5. Lab results at 8:54am on 18-may-2016, for comparison: glu 182, un 18, crea 0.95, na 137, k 4.7, cl 101, tco2 21, hct 41.5%, hgb 13.3. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).